Event description:
The following was reported: "with taps closed, the plunger can be pulled backed. This should not be possible. Actual occurence date is unknown."

Manufacturer narrative:
Device evaluation: customer report of "plunger pulled back" was not confirmed. Rec'd (1) vamp jr. System. Plunger did not rise from closed position when vamp system was pressurized to 300mmhg. However, leakage was noted at tubing to sample site solvent bond joint. Pediatric tubing was almost completely broken from solvent bond joint with sample site. Rough surfaces were observed at broken tubing ends. (B) (4)